Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during sacrospinous ligament fixation vault suspension procedure performed on (B)(6) 2018. According to the complainant, during procedure, the capio carrier failed to retract. The procedure was completed with another capio slim device. There were no impact or consequence to the patient as a result of the event. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
Blocks f10 and h6: problem code 1536 captures the reportable event of retraction problem. Block h10: a visual analysis of the returned unit capio slim revealed that there were no signs of damages or fractures. The handle snaps were not fractured or damaged, the device has all 10 riveting pins in place and no gaps between the right and the left tip halves were observed. A functional analysis of the device revealed that the carrier actuation test with suture passed, the device was able to capture the dart. The device was able to extend and retract carrier correctly, the carrier did not stuck and fully retracted and the needle entered directly in the catch slot without any contact against catch edge, consequently the reported complaint (carrier unable to retract) cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all information compiled on this investigation, it was determined that the most probable cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during sacrospinous ligament fixation vault suspension procedure performed on (B)(6) 2018. According to the complainant, during procedure, the capio carrier failed to retract. The procedure was completed with another capio slim device. There were no impact or consequence to the patient as a result of the event. The condition of the patient after the procedure was reported to be stable.